Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a dramatic change starting christmas day, the patient was not doing well. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer that the issue that led to the patient not doing so well was their inability to swallow. Unfortunately there was nothing left to do to resolve the issue. The patient had passed away on (B)(6) 2019; however, the inability to swallow and subsequent death was due to the parkinson's disease.